Event description:
The event is reported as: during pre-testing of the circuits, it was noted that there was a leak in the area of the cap. No pt injury reported.

Manufacturer narrative:
The device sample and results of the evaluation are not available at the time of this report.